Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that tightening up the nut on the door winch close cable resolved the issue. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported during servicing that the gantry door is not closing or opening fully. There was no patient present when this issue was identified.